Manufacturer narrative:
Additional information: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that all leaflets were in the closed position with a gap at the point of coaptation between l2 and l3. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow and calcification has infiltrated the tissue. Leaflet 3 appears intact. Intrinsic calcification was noted in the belly and lunula of leaflet 1. A puncture noted in leaflet 1 adjacent to the l1-l2 commissure appears to be associated with a sharp object such as forceps, during explant. A tear noted in leaflet 2 adjacent to the l2-l3 commissure appears to have occurred during explant with the removal of host tissue. All commissures appear intact. Trace calcification was noted on the free margin of leaflet 3 adjacent to the l2-l3 commissure. Glistening off white pannus lines the inflow margin of attachment adjacent to all cusps, into the l1-l2 and l2-l3 inferior coaptive areas, extending 1 to 3 mm onto all cusps reducing the inflow orifice area. A remnant of pannus remains attached to the sewing ring on the inflow adjacent to leaflet 3. Pannus lines the outflow edge of the sewing ring to the back and tops of all stent posts. An unknown number of pannus appears to have been removed from the inflow and outflow during explant. Radiography shows evidence of calcification in the belly of leaflet 3. Radiography shows traces of calcification in both leaflets 1 and 2. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Updated d9 updated h3 updated h6, fdm, fdr, fdc codes updated correction: updated d3, MFR fields medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D 6a: implanted date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a different manufacturers product. The reason for the replacement was reported as the valve had deteriorated, and one of the leaflets was stenotic and calcified. No additional adverse patient effects were reported.